Event description:
It was reported that the user experienced a low glucose value of 60 mg/dl while using the system, treated the event with oral fast-acting carbohydrates, and subsequently returned to range; no recent physical activity, correction dose, or meal announcement preceded the event, and the user later planned a factory reset after meal insulin was out of the system. Symptoms included hypoglycemia. Outcomes included the use of medication in the form of oral glucose. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no findings, with insufficient information to identify a device problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.